Manufacturer narrative:
Ups breaker reset; system restored to clinical use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that fluoro failed message; no image; ups breaker tripped on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.